Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have severely bent grips, causing misalignment of the grips. There was a 2.68mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do no show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional findings related to the customers complaint. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument/do not show damage. The probable root cause can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument had a misaligned tip. The procedure was completed with no reported injury.